Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the infusion sets. The insulin pump alarmed no delivery. Customer's blood glucose level went over 450 mg/dl. The infusion set cannula was bent. The alarm was resolved by changing the infusion set and reservoir. The device was not returned.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates has been provided in this report.